Event description:
During a low anterior resection procedure, the instrument was placed on tissue. When fired, no staples came out of the instrument. Customer opened another device to complete the procedure. The case was extended by five mins. There was no pt consequence. No device is being returned.